Manufacturer narrative:
The customer service engineer (cse) verified the device had an error code. The graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb) was replaced. The device passed all calibration, extended self-testing (est), short self-testing and performance verification testing. The device was returned to service. Covidien reference: (B)(4).

Event description:
A report from the USA indicated that the device experienced an error code. There was no reported patient involvement. The date of the event was not provided.